Event description:
It was reported that the monometer does not go to zero while turned off. Defective o2 adjusting knob. The issue was discovered by rt staff during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: UDI updated **UDI related data quality updates only**.

Manufacturer narrative:
D9 - date returned to mfg 12/27/2023. Device evaluation: one device was received. Per visual inspection, manometer hand is stuck and will not zero down, relief alarm pressure and o2 small knobs are cracked. The complaint was confirmed during visual inspection. The root cause was the device was mishandled by the customer. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Manometer and small knobs were replaced. Replaced sintered filter, o-rings, and MRI battery. Reset patient pressure cycling light emitting diode (led) to tolerance. Performed preventative maintenance (pm), recalibrated, and cleaned unit. The device passed all functional and delivery tests.